Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: evaluation revealed that the audio bolus button was detached but the keypad rubber was intact. A detached audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The detached audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were intermittently unresponsive and required hard presses to activate a response. The contrast key contact was responsive and spring back or click normally. There was evidence of keypad contamination found under the key contacts. No hypersensitive or inverted contacts were observed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that keypad buttons were unresponsive. The patient stated that when she tried to unlock the pump to give a bolus, the buttons would not respond. The patient reportedly noticed that the ezbolus button was missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient stated that she also tried to move past the verify screen after replacing the battery and the keypad buttons were unresponsive. The patient reportedly wore the pump on the outside of her clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.